Event description:
The customer reported, the system failed to boot up. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Found the line input fuse burnt out. This was replaced. The system was then found to be operating as intended.